Event description:
A facility nurse charged the defibrillator during a synchronized cardioversion attempt. Reportedly, the defibrillator adapter discharge switches would not respond to actuation when pressed. Another product of the same model was immediately made available and use. The pt was successfully cardioverted.